Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and low battery alarm. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. Customer states that even after clearing low battery alarm display did not return. Customer advised to revert to backup plan. The insulin pump will be returned for analysis and insulin pump to be replaced.